Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with all tine found to be intact and undamaged. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for implant of the right ventricular lead. During the procedure the lead was placed in the ventricular apex. However, the lead failed to capture at the highest output. The lead was removed, and a replacement was used to successfully complete the procedure. The patient was stable.